Manufacturer narrative:
B5: the lens was explanted and exchanged on (B)(6) 2021. Post-op visual acuity was 20/30 uva; 20/25 cva. Pio: 18mmhg with no anti glaucoma treatment. Slit lamp - no inflammatory findings. Vault - 386um, angle:20 degrees. The patient and doctor are happy with the results. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.50/+3.5/089 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was reported as excessive vaulting, elevated intraocular pressure (iop), and significant reduction of irido-corneal angles. Topical antihypertensive treatment (krytantek) was administered. The lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.